Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device pj4474 and no non conformances/ manufacturing irregularities related to the malfunction were identified. The device is not being returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was sterility compromised?: no. Was there any patient consequences?:no. How the procedure was completed? The procedure was successfully completed after the suture was replaced. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m.

Event description:
It was reported that the patient underwent c-section on (B)(6) 2021 and suture was used. The suture broke when sewing during the surgery. Changed to another device to complete the surgery. The procedure was completed successfully. There were no adverse patient consequences reported.